Event description:
It was reported that this inflatable penile prosthesis (ipp) presented inflation issues due to the tubing connecting pump to reservoir was found to be split resulting in fluid loss in system. During procedure, physician found both corporotomy incisions had ruptured and cylinders were extruding into scrotum. Physician drained and flushed out fluid in reservoir, full washout was performed, cylinders and pump were explanted and replaced with tenacio. There is no additional information reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented inflation issues due to the tubing connecting pump to reservoir was found to be split resulting in fluid loss in system. During procedure, physician found both corporotomy incisions had ruptured and cylinders were extruding into scrotum. Physician drained and flushed out fluid in reservoir, full washout was performed, cylinders and pump were explanted and replaced with tenacio. There is no additional information reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Updated patient codes h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.